Event description:
It was reported through the filing of a lawsuit that allegedly the plaintiff underwent a hip replacement on (B)(6), 2005. Patient was implanted with an acetabular shell and an accolade tmzf plus hip stem. Patient was than admitted for a revision on (B)(6), 2014 due to a "failed prosthesis." Patient complained of squeaking which progressed to pain and the sensation that something was grinding.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding pain involving a trident shell was reported. The event was not confirmed. Device history review: a device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported through the filing of a lawsuit that allegedly the plaintiff underwent a hip replacement on (B)(6) 2005. Patient was implanted with an acetabular shell and an accolade tmzf plus hip stem. Patient was than admitted for a revision on (B)(6) 2014 due to a "failed prosthesis." Patient complained of squeaking which progressed to pain and the sensation that something was grinding.